Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ uterine perforation / migration of essure device ¿ left essure in endometrial cavity') and genital haemorrhage ('bleeding other, abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. C18711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder disorder and dysfunctional uterine bleeding. Concomitant products included cyclobenzaprine and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 11 days after insertion of essure. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headache") and migraine ("migraines"). In (B)(6) 2015, the patient experienced haemorrhoids ("gastrointestinal or digestive system condition ¿ hemmeroids"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced premature menopause ("hormonal changes ¿ early onset menopause "). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), gastrointestinal disorder ("gi conditions"), paraesthesia ("toes tingling"), hypersensitivity ("allergy other") and breast pain ("other injuries or complications ¿ soreness in breasts") and was found to have hormone level abnormal ("related hormonal changes,"). The patient was treated with surgery (ablation and hyst. (Full), other, salping. (Bilateral), surgery (other) to trim essure device that had migrated). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, weight increased, gastrointestinal disorder, paraesthesia, hypersensitivity, premature menopause, migraine and breast pain outcome was unknown, the genital haemorrhage, back pain and fatigue had resolved and the headache and haemorrhoids was resolving. The reporter considered abdominal pain, back pain, breast pain, fatigue, gastrointestinal disorder, genital haemorrhage, haemorrhoids, headache, hormone level abnormal, hypersensitivity, migraine, paraesthesia, pelvic pain, premature menopause, uterine perforation and weight increased to be related to essure. The reporter commented: received treatment for: pelvic, abdominal, back, bleeding, perforation, migration, fatigue, weight gain, gi conditions, headaches current weight: 225 lbs. Approximate weight at time of essure placement: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 87.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Batch no c18711. Production date 2014-01-29. Expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ uterine perforation / migration of essure device ¿ left essure in endometrial cavity') and genital haemorrhage ('bleeding other, abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder disorder and dysfunctional uterine bleeding. Concomitant products included cyclobenzaprine and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 11 days after insertion of essure. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headache") and migraine ("migraines"). In (B)(6) 2015, the patient experienced haemorrhoids ("gastrointestinal or digestive system condition ¿ hemorrhoids"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced menopause ("hormonal changes ¿ early onset menopause "). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), gastrointestinal disorder ("gi conditions"), paraesthesia ("toes tingling"), hypersensitivity ("allergy other") and breast pain ("other injuries or complications ¿ soreness in breasts") and was found to have hormone level abnormal ("related hormonal changes,"). The patient was treated with surgery (ablation and hyst. (Full), other, salping. (Bilateral), surgery (other) to trim essure device that had migrated). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, weight increased, gastrointestinal disorder, paraesthesia, hypersensitivity, menopause, migraine and breast pain outcome was unknown, the genital haemorrhage, back pain and fatigue had resolved and the headache and haemorrhoids was resolving. The reporter considered abdominal pain, back pain, breast pain, fatigue, gastrointestinal disorder, genital haemorrhage, haemorrhoids, headache, hormone level abnormal, hypersensitivity, menopause, migraine, paraesthesia, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: received treatment for: pelvic, abdominal, back, bleeding, perforation, migration, fatigue, weight gain, gi conditions, and headaches. Current weight: 225 lbs. Approximate weight at time of essure placement: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 87.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received. Lot number ,lab data and concomitant medication and condition added. Events ; gastrointestinal or digestive system condition ¿, hormonal changes ¿ early onset menopause and related hormonal changes, migraines, other injuries or complications ¿ soreness in breasts were added . Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ uterine perforation') and genital haemorrhage ('bleeding other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headache"), paraesthesia ("toes tingling") and hypersensitivity ("allergy other") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), other, salping. (Bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, fatigue, weight increased, gastrointestinal disorder, headache and paraesthesia outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, paraesthesia, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: received treatment for: pelvic, abdominal, back, bleeding, perforation, migration, fatigue, weight gain, gi conditions, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Event injury was updated and new events: pelvic, abdominal, back pain, genital bleeding, migration, uterine perforation, fatigue, gi conditions, weight gain, headaches, toes tingling were added. Removal details added. Plaintiffs information and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.